Event description:
Customer reported using one touch test strips in her precision xtra meter and rec'd readings. The length of time the customer used one touch strips with the precision meter is unknown. She reports receiving a reading of 198 mg/dl on the precision xtra meter and receiving a reading of 455 mg/dl on the competitor meter. Customer stated she "thinks she was unconscious", experienced "vomiting" was "dehydrated" and "felt very sick". She states she was seen at a local hosp and diagnosed with diabetic ketoacidosis and was treated with insulin. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The customer's product has been requested back for investigation a follow up report will be filed once investigation results are available. The adc precision xtra port was first available in 1998 before the availability of lifescan one touch ultra (otu) test strips in 2000. Through investigation adc has determined that these strips will, in some cases, work with the precision xtra meter. The strip may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the otu is 250 um. In some cases this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the otu strips are matched to adc meter ports. The otu have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent 5.5 mm. The electrical output characteristics of the otu strips is insufficiently different than that of the correct precision xtra test strips to cause a meter error. Both adc and lifescan packaging clearly state which strips should be used with which meter. The otu test strips are presented in vials whilst the precision xtra/optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips. The calibration requirements for both systems are not compatible. The otu test strip gives a calibration code (numbers from 1 to 49) on the test strips vials. The precision xtra/optium calibration is performed by inserting a "calibrator" (a plastic strip like component supplied in a package with each strip box) into the meter port and the strip "lot" number is shown on the meter screen as well as the individual foil wrapped strips and calibrator.